Event description:
Patient tested 2.4 inr on the coaguchek xs plus system while a comparison lab returned as 1.8 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.